Event description:
The patient called and reported that they experienced seizure activity. There was no indication provided whether or not the seizure activity was an increase in seizure activity or related to the patient's condition to date. Multiple attempts have been made to obtain additional information; however, no further relevant information has been received to date.